Manufacturer narrative:
The reported observations of charging and communication issues were not confirmed during electrical analysis. The root cause of the observation was not ascertained. It was stated in the event details that the patient¿s physical stature may have played a role. The device exhibited the same issues even after revision, so the physician replaced this device with a non-rechargeable device. The returned device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes communication and charge testing of the eterna ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to charge their ipg. Reportedly, the ipg was having intermittent communication issue with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.